Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A gastro-intestinal ulcer is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in italy underwent a procedure for the placement of a percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2025, the patient was admitted to the hospital due to a duodenal ulcer caused by the intestinal tube (j-tube). At the time of report, duodopa therapy was continued and the tube remained implanted in the patient. It was unknown if the j tube was going to be removed.